Event description:
It was reported that the cath lab rn called because there was no ap (arterial pressure) waveform present on the monitor. The 30cc intra-aortic (iab) was just placed in the cath lab. The pt is currently stable and the pump is utilizing weissler timing at the moment. The rn has not been able to establish an ap signal; the ap is a flat line right now. The clinical support specialist (css) first verified that this was a fiberoptix sensor (fos) catheter. The light bulb was blue and the status codes were reading ok. The css had the rn disconnect the fos connector and cal key and then reconnect them; there was no change in the ap. The css then explained to the rn that they will need to attach the transducer to the pump so they can use that for the ap. The rn then placed the css on hold for a few mins. When the rn returned to the phone line they had changed the pump out for a different pump borrowed from the operating room and the rn is now stating that the fos is working without any problems. According to the rn they now have a good ap waveform utilizing the fos and it has been calibrated. The css tried to get the serial number (sn) for the pump, but the rn stated that the pump had gone back to the operating room and they will call the css with that sn. At 1545 a different rn called back with the serial number for the pump, s/n (B)(4). According to the biomedical tech she is not able to test the fos connector on the pump with sn (B)(4) because her fos tester is not "working." The biomedical tech told the css that she "suspects that they had not connected the connector from the iab well into the pump to begin with."

Manufacturer narrative:
(B)(4).